Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing due to lead dislodgement. The lead was successfully repositioned. The patient was asymptomatic.

Manufacturer narrative:
.